Event description:
It was reported during patient infusion of total parenteral nutrition (tpn) with an unknown clearlink continu-flo solution set, leaking "inside the isolette by IV tubing" was observed in the newborn intensive care unit. This was further specified as "tpn tubing noted to be leaking from port closest to patient". It was further reported that neonate infections were increasing. It is unknown if the patient involved in this incident experienced an infection. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Catalogue #: 2c8519 (two product codes were provided). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.